Manufacturer narrative:
Date of event: unknown, not provided; stated as right after her lenses were implanted, (B)(6) 2018. The lens remains implanted. (B)(4). The device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported having severe halos with headlights and street lights, has trouble reading at distance, and reading signs while driving. Furthermore, she had difficulty reading letters on non-white backgrounds and it takes awhile for her eyes to focus. The patient stated the lenses seem dirty as her vision is cloudy. She has floaters, which affects her vision and has difficulty reading for a split second. The patient stated that her vision is blurry at a distance, but she is able to work on her computer with no issues. There are no plans to perform any additional treatments. Her doctor reports that there is nothing wrong with her eyes. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.